Manufacturer narrative:
Result of investigation: vyaire medical was able to confirm the issue - an o2 sensor error has occurred on the unit when set to 100% o2. Vyaire field service representative (fsr) evaluated the device on-site, and verified that the o2 was faulty. As a resolution, the 02 cell was replaced.

Manufacturer narrative:
H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received. H3 other text : device was not returned yet.

Event description:
It was reported to vyaire medical that an o2 sensor error has occurred on the vela ventilator when set to 100% o2 during patient use. Furthermore, the patient was transferred to another device and there was no patient harm associated with the event.